Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus liberte' 2.75x38mm drug eluting stent to the 70% stenosed lesion located in the 45 degree tortuous and noncalcified, mid obtuse marginal (om) artery. There was no difficulty deflating the balloon. Upon removal of the stent delivery system, the balloon felt "sticky"and was difficult to remove. The was eventually removed, fully deflated and intact. The stent was fully deployed and apposed. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context as the complaint is associated with a product that meets the bsc design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited. Product unavailable for analysis